Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest discomfort and pocket infection. It was noted that the pacing leads were discoloured. It was also reported that the patient was suspected to have experienced a prior infection. It was also suspected that lead damage was noted. The ipg and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.